Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional injected a patient with juvéderm¿ volift¿ with lidocaine (2 syringes) in nasolabial groove and marionette lines and juvéderm¿ voluma¿ with lidocaine (1 syringe) in cheeks/malar region. Botox® was injected concomitantly. Edema presented in the transient region between zygomatic and lower eyelid a month later. Treatment with prednisone 20 mg/day for 5 days was provided, and symptoms improved, but patient still referred transient edema in this site. The following month, patient reported a very small and painless nodule in left labiomentonian groove. Physician prescribed ¿massage¿. 9 days later, patient reported multiple nodules in nasogenian and labiomentonian grooves, bilaterally, big, hardened and painless. Nodules more palpable than visible, without any phlogistic sign. Physician prescribed cipro® and dalacin c® at this time. Denies infection, vaccines or facial trauma. An ultrasound (us) was performed 3 days later and did not show any sign of infection or collection and suggested granuloma. 2 days later, patient presented worsening of the nodules, and physician decided to inject hyaluronidase. Patient was afraid and went to another physician, who is treating patient with prednisone 40 mg/day and radiofrequency sessions. Patient has improved greatly since then. Symptoms persist. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00856 (allergan complaint # (B)(4)). This MDR is being submitted for the first suspect product, juvéderm¿ volift¿ with lidocaine.